Event description:
The customer reports that the system displayed error messages. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the backplane pcb. The system operates as intended.